Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported. That while using bd vacutainer® flashback blood collection needle, there was a tube push off of nonpatient end of needle causing needle stick injury of the phlebotomist. No additional impact reported. Basic first aid administered immediately. The following information was provided by the initial reporter: while needle/holder is inserted into patient, phlebotomist released the vacutainer slightly during blood draw. Phlebotomist was shocked and released her grip on the needle/holder slightly and needle slid out from patient's arm, grazing patient and phlebotomist. 2 cases of needle stick injury occurring from this case was medical treatment provided to both phlebotomist and patient and if so, what was done? ¿ basic first aid is administered immediately.".

Event description:
Report 1 of 2: it was reported that while using bd vacutainer® flashback blood collection needle, there was a tube push off of nonpatient end of needle causing needle stick injury of the phlebotomist. No additional impact reported. Basic first aid administered immediately. The following information was provided by the initial reporter: - while needle/holder is inserted into patient, phlebotomist released the vacutainer slightly during blood draw - phlebotomist was shocked and released her grip on the needle/holder slightly and needle slid out from patient's arm, grazing patient and phlebotomist - 2 cases of needle stick injury occurring from this case was medical treatment provided to both phlebotomist and patient and if so, what was done? ¿ basic first aid is administered immediately."

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 2357883. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® flashback blood collection needle, there was a tube push off of nonpatient end of needle causing needle stick injury of the phlebotomist. No additional impact reported. Basic first aid administered immediately. The following information was provided by the initial reporter: while needle/holder is inserted into patient, phlebotomist released the vacutainer slightly during blood draw. Phlebotomist was shocked and released her grip on the needle/holder slightly and needle slid out from patient's arm, grazing patient and phlebotomist. 2 cases of needle stick injury occurring from this case. Was medical treatment provided to both phlebotomist and patient and if so, what was done? Basic first aid is administered immediately."

Manufacturer narrative:
The following fields were updated: d9: device available for evaluation? Yes. Returned to manufacturer on: 14-sep-2023. H3: investigation summary: bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H6: component code: g04115 sleeve. Type of investigation: b03 testing of device from same batch/lot returned from user b14 analysis of production records.